Event description:
Patient occured a revision due to an early sepsis to staphylococcus aureus septicemia.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.